Event description:
This case originates from another case via the follow-up information ((B)(4)): indication surgiflo was used? Which type of bleeding?: lumbar microdiscectomy. Mild oozing. Was surgiflo left or removed after hemostasis was achieved?: remained. Is the cause of infections being investigated at the hospital since also 2 other surgeries resulted in infection (for floseal)?: findings: [(B)(6) 2024 revision microdisc w/fusion floseal & duraseal used. Serratia]. [(B)(6) 2024 rev microdisc, floseal used. Staph aureus]. [(B)(6) 2024 microdisc, surgiflo#2994. Lot 275885 e.coli, brevibacterium]. [(B)(6) 2024 lum hemilami- surgiflo #2994. Lot 275890. Staph aureus] operating room staff, and pt characteristics varied. We're also investigating a medline surgical cottonoid recall. How many days after surgery was the infection discovered?: infections symptoms and onset varied. Avg 3-4 weeks postop. Does the patient have a history of infections?: none noted in history. Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided?: o no. Not to that extent. The 4 ssi events involved male patients. No significant comorbidities. Bmi ranges: 26 to 32. All were readmitted and required surgical I&d, drains, PICC abx. What is the surgeon's opinion as to the relationship of the product to the symptoms?: no comments relating hemostatic contributing to ssis. Was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required? What is the current condition of the patient?: one pt in particular from (B)(6) 2024 has been very ill with repeated readmissions (e.n. (B)(6) 1940. (B)(6)). The other 3 pts appear to be resolving.

Manufacturer narrative:
This case includes an infection after surgery which is a known risk for patients undergoing surgery. The patient had additional surgery and hospitalization. A batch file review is initiated. It is stated that surgiflo was left in the patient thus the use is not within intended use (use error). In the IFU it is stated that "gelatin-based haemostatic agents may serve as a nidus for infection and abscess formation and have been reported to potentiate bacterial growth." Since several cases are observed in the hospital with other hemostats as well (floseal) it appears to be an issue at the hospital and not the hemostatic devices, however it cannot be completely ruled out that surgiflo contributed to the event (since gelatin can be a nidus for infection). In addition, it is stated that the hospital is "investigating a medline surgical cottonoid recall". A subject matter expert, principal qc specialist, microbiologist, has evaluated the batch file review as several deviations are observed in the batch file review. The principal qc specialist, microbiologist, conclude that "it is highly unlikely that the surgiflo with batch no. 275890 should have caused the reported infection staphylococcus aureus in the patient. It is concluded that there is no product problem or product quality issue." In conclusion, it is evaluated that it is highly unlikely that the cause of infection relates to surgiflo. However, it cannot be ruled out that surgiflo contributed to the event (since gelatin can be a nidus for infection) thus the case is considered reportable.